Manufacturer narrative:
During the procedure, after removing the sheath from the patient, the tip of the sheath was noted to be detached. Upon further assessment, the sheath was brittle and broke in several other places. Imaging could not confirm if anything was left in the patient.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the procedure, after removing the sheath from the patient, the tip of the sheath was noted to be detached. Upon further assessment, the sheath was brittle and broke in several other places.